Event description:
It was reported by the customer that their insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.